Manufacturer narrative:
The loss of sound was the result of a latent component failure in the mbm200 assembly.

Event description:
Intermittent loss of all audio from the system, both doppler generated and windows generated. Rebooting the system did not always restore audio functionality.

Manufacturer narrative:
(B)(4). The device referenced in this report was returned to siemens for evaluation. During the evaluation, it was found that the error occurred during the sorting of diagnostic log files in the hw cooling start-up sequence. This caused a failure of the hw cooling component which resulted in a loss of system audio output. The reported issue has since been fixed in a system software update. Reference: (B)(4).

Event description:
There is no information whether the device was used during procedure; therefore, there is no patient outcome available.